Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the blade couldn't be loaded during a total knee procedure. Another device was used to complete the procedure. There was no medical intervention required or any adverse consequences, but there was a 30 minute delay in the procedure.